Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. This report represents one of four devices referenced in this event. A separate FDA form 3500a has been submitted for each device.

Event description:
It was reported the patient's oxygen mask was changed 4 times within 5 minutes as the tubing for each mask detached during use. This resulted in decreased oxygen saturation in the patient. The mask was replaced. No patient harm was reported.